Event description:
During an in clinic follow up, increased capture threshold with is suspected to have resulted in failure to capture was observed on the right atrial (ra) lead. X- ray imaging was performed and the ra lead was found dislodged. The ra lead was repositioned to resolve. The patient was stable.